Manufacturer narrative:
New information: this is a follow up report to correct the device code to 1528 - difficult to remove as the consumer did not mention pieces or separation. Report type: follow-up 1.

Event description:
This is a follow up report to correct the device code to 1528 - difficult to remove as the consumer did not mention pieces or separation.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer went to the doctor to have tampon removed. She was diagnosed with pelvic inflammation and an infection and was given antibiotics.